Manufacturer narrative:
The product was returned with the membrane loosely folded and blood in the exterior of the catheter with the one-way valve attached. The sheath and dilator were also returned. The guide wire was not returned. One kink was found on the inner lumen within the membrane approximately 25.7cm from the iab tip. Conclusion: a kinked inner lumen may cause difficulty during inertion of the iab. A review of the device history record does not indicate any lot specific issues. (B)(4).

Event description:
The complainant stated that the first catheter had kink in wire and balloon sheath. The second catheter was advanced with difficulty but it was not saved or reported as a complaint. Difficulties encountered during insertion. No alarm. No blood seen in the catheter tubing. No patient injury or death resulting from the event.